Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer found the ventilator in an incomplete self test state and no issues with the ventilator. All performed tests were passed and the ventilator was returned to service.

Event description:
It was reported that the ventilator had an open safety valve. There is no reported patient involvement associated with this event.